Event description:
It was reported that the console prompted error 1306 (shutter out of order: please restart device or call service). The procedure was not completed due to this event. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The device was not received for analysis; therefore, a technical analysis could not be performed. However, the console was field serviced for repair and the reported event was confirmed. The shutter and the foot pedal were replaced. Then, the console performed according to specifications. The shutter and foot pedal were the most probable cause of the event. Therefore, the reported event was confirmed. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that the console prompted error 1306 (shutter out of order: please restart device or call service). The procedure was not completed due to this event. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.